Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep removed the metal filling from the collimator filter, then recalibrated and centered the collimator. The system functions normally.

Event description:
There was an artifact in image, collimator errors displayed, and the collimator was off center.